Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint, wires became exposed. The instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged. Sign of thermal damage were observed. Additionally, the instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was thermal damage but no missing material. The wires were not exposed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and had a frayed cable. The procedure was completed with no reported injury.